Event description:
A report was received that the patient¿s organs had shut down and the patient was experiencing swelling everywhere and no bowel movement after the implant procedure. The patient went into the emergency room and was prescribed laxative to have bowel movement. The patient underwent an explant procedure. No device malfunction was suspected.

Event description:
A report was received that the patient¿s organs had shut down and the patient was experiencing swelling everywhere and no bowel movement after the implant procedure. The patient went into the emergency room and was prescribed laxative to have bowel movement. The patient underwent an explant procedure. No device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the physician confirmed that the shutting down of organs, swelling of patient everywhere and no bowel movement after the implant procedure was not cause by the device or the procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-1110-02, serial#: (B)(4), description:precision implantable pulse generator (ipg) the explanted devices were not returned to bsn as they were discarded by the medical facility.